Manufacturer narrative:
The following section could not be completed with the limited information provided.

Event description:
It is reported that the patient's hip arthroplasty was revised due to infection. The liner and head were exchanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: versys femoral head, catalog#: 00801803603, lot#: 63322765 self-tapping bone screw, catalog#: 00625006540, lot#: 62453340 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Single-use, sterilized devices manufactured or distributed by legacy zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01459, 0002648920-2017-00157.

Event description:
It is reported that the patient's hip arthroplasty was revised due to infection approximately three (3) months post-implantation. The liner and head were exchanged. No further information has been provided.